Manufacturer narrative:
Cmo issued a CAPA for continuous improvement due to the silicon oil being replaced 1 hour after start of assembly. The root cause of the dull needles was traced to the puncture force of the needles because of the silicon oil. For continuous improvement the manufacturing plan is to validate that if silicon oil is to be changed, make sure that the puncture force is the same for the needles produced before and after the silicon oil change. Cmo determined that this product would not cause an adverse effect.

Event description:
A harm reduction group received 10 complaints from the users about barbed cannulas from lot 57044 expiration date 11/12/2026. The users reported "barbed upon injection and removal of the skin".

Event description:
A harm reduction group received 10 complaints from the users about barbed cannulas from lot 57044 expiration date 11/12/2026. The users reported "barbed upon injection and removal of the skin".

Manufacturer narrative:
Initial trend analysis for lot 57044 was conducted, no malfunctions were found. This is the only complaint for lot 57044. Further investigation will be conducted to determine the root cause of complaint.